Event description:
A (B) (6) male patient contacted lifecor customer support to report that the battery pack will not charge. The battery pack would not power up the monitor. On the download, the battery pack had many "battery pack faults" and "battery runtime expired" flags. Support sent a patient services representative (psr) to replace the battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this patient. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.